Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.